Manufacturer narrative:
The field service engineer (fse) found that the vacuum rinse tubing was clogged and replaced it. Mechanism checks were performed and the customer performed calibration and qc successfully. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results on a cobas 8000 c 702 module. The initial ca2 result was 7.1 mg/dl. The repeat result was 9.4 mg/dl. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The reagent lot number is 60814401 and the expiration date is 30-apr-2023.